Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the patient's left ventricular (lv) lead exhibited high capture thresholds. Chest x-ray confirmed lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.